Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b4, b5, g3, g6, h1, h2, h3, h6, h10, h11. Visual examination of the provided pictures identified the explanted tibial tray with foreign debris on its distal surface. As the implant was not returned, further evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total knee arthroplasty with loosening of the tibial component. Small to moderate joint effusion also seen. Overall fit and alignment of the implant is appropriate. Mild osteopenia. Complaint is confirmed with the provided radiographs. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that patient underwent a right knee revision approximately fourteen months post-implantation due to pain and loosening. The tibial tray was removed and replaced.

Manufacturer narrative:
Cmp (B)(4). D10 medical devices: articular surface medial congruent (mc) right 11 mm height catalog#: 42522100811 lot#: 64981204. Femur trabecular metal cruciate retaining (cr) standard porous catalog#: 42502806602 lot#: 64592719. All-poly patella cemented 32 mm diameter catalog#: 42540200032 lot#: 66054296. G2 foreign source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.